Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented post procedure with noise and inhibited pacing on the right ventricular and right atrial lead. It was noted prior to the lead replacement that the device could not be interrogated through the radio frequency antenna. During the procedure it was noted that the leads had an insulation abrasion near the connector. The system was replaced, and the patient was stable.